Event description:
It was reported that during a transfer with a non-liko lift (hoyer), the liko original highback sling ripped at the seam and patient fell to the floor. It was noted that the patient remained awake and alert without any evidence of injury. Emergency services were called, the patient was transported to ER for evaluation, where they were cleared.

Manufacturer narrative:
The sling was returned to lulea site for investigation. The investigated sling is part number 3520115 (original high back sling, size m). This product was obsoleted in 2015. The sling was extremely worn, both fabric, straps, and seams. Seams were partially missing on leg supports, not load carrying seams. 1-ls seams were missing on diagonal handles which distributes load but if broken would not cause an immediate risk. Reinforcements seams for handles were partially missing. The sling should have been removed from service based on the worn fabric and missing seams, expected lifetime according to is IFU 1-5 yrs (7en160173 rev 3). If sling breaks during lifting, the lifting movement can continue and be completed without safety risk for the patient since all 4 sling loops are intact. No detailed information has been provided regarding the customers competitor lift (hoyer) involved in the incident and evaluation for the sling/sling bar interface have not been possible to do. During follow up with the customer, it was reported that the patient ¿slid out¿ of the sling when the rip occurred. Attempts to recreate user conditions reported by customer have been performed but not succeeded to cause the patient falling. A root cause of the reported incident could not be confirmed however use error can not be ruled out.

Manufacturer narrative:
The sling was requested to be returned for inspection. Liko original highback sling is a basic model which is designed to adapt to the patient without individual adjustments. It provides for a slightly semi reclined sitting posture and support for the entire body, which is good for patients with reduced torso stability. The original highback sling is also recommended for lifting to or from the floor, since it provides a comfortable head support both in sitting and in lying position. In this event, it was reported that a patient fell during a transfer with a liko sling. The patient was transferred to ER, where no injuries were observed. Therefore, the patient did not sustain permanent impairment of a body function or permanent damage to a body structure and did not require medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure, which concludes no serious injury occurred. Additionally, the sling is being returned for inspection. All additional and relevant information received during the course of the inspection will be provided in a final report.

Event description:
It was reported that during a transfer with a non-liko lift (hoyer), the liko original highback sling ripped at the seam and patient fell to the floor. It was noted that the patient remained awake and alert without any evidence of injury. Emergency services were called, the patient was transported to ER for evaluation, where they were cleared.